Manufacturer narrative:
No sample returned for investigation. The finished good consumable lot was manufactured with five component probe lots. A device history record review for each of the component lots was conducted. According to the device history record review, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. A complaint lot history examination indicates there was one other complaint for the reported issue. A sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that air leaked from the probe tip during three procedures. The surgeries were completed without product replacement. There was no report of patient harm. Additional information has been requested.